Event description:
It was reported that, during a breast biopsy the right cocking lever will not cock the holster. There was no patient consequence reported. The case was completed using the st holster.

Manufacturer narrative:
H4: information is unavailable; device was not returned for evaluation.